Manufacturer narrative:
Carefusion complaint number (B)(4). When the unit is received and evaluation is completed or in the event additional information becomes available a follow-up report will be submitted. (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion has not received the device from the customer.

Event description:
The customer stated: "while on a patient this ventilator was alarming "circuit occlusion." The ventilator was removed from the patient and the patient was placed on another ventilator. They did not state if there was any harm to the patient. When the problem occurred, the exhalation filter was removed and replaced but the problem was not corrected. The dealer checked the ventilator with their own test lung and patient circuit and they were not able to duplicate the problem. The dealer later performed transducer calibration, exhalation valve characterization, and flow control valve characterization and the flow control valve characterization failed the test. A replacement gas delivery engine is going to be sent for replacement for this unit.